Event description:
Patient representative reported right side "bilateral undulation and deviated towards the sternal region. They are bilaterally indurated and painful on palpation, evidencing a picture of bilateral baker IV capsular contracture," "breast is deformed," "a hardened and completely misshapen appearance," "experience severe pain in right breast," "aware of the recall," and "experiencing panic attacks in fear of finding out that has cancer." The device remains implanted.

Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿bilateral capsular contracture - grade 4," and "aware of the recall."

Event description:
Patient representative reported right side "bilateral undulation and deviated towards the sternal region. They are bilaterally indurated and painful on palpation, evidencing a picture of bilateral baker IV capsular contracture," "breast is deformed," "a hardened and completely misshapen appearance," "experience severe pain in right breast," "aware of the recall," and "experiencing panic attacks in fear of finding out that has cancer." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.